Event description:
It was reported that prior to an unk procedure the device locked out. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: one device was received in good visual conditionand loaded with a cartridge that was noted to have a wedge band bypass, right side fully fired, left side 1/2 partially fired; the lockout tab was found to be in normal condition. When tested for functionality with a test cartridge, the device fired conforming. The staple line was noted to be complete.